Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer programmed and delivered 20 units of insulin instead of 2 units. Customer stated that sugar would be consumed to compensate for the over-delivery. Customer reported the following day that blood glucose (bg) level was elevated (346 mg/dl) due to over-correcting for the over-delivery the previous day. Elevated bg level was treated by delivering a bolus.